Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the balloon was found broken prior to use. Another device was obtained for patient use.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that there was liquid inside the clear cuff. Both cuffs were inflated to 25mbar using a calibrated endotest meter. The blue cuff inflated without any difficulty; however, the clear cuff could not be inflated. The device was immersed into water and air bubbles were observed coming from the clear cuff. The leakage point was identified and examined under 20x magnification. A cut mark was detected on the cuff. Because the returned device contained liquid in the cuff, it is likely that the cuff was used. There is a 100% leak test performed during the manufacturing process; therefore, a defect of this type would be detected prior to release. The root cause of the cut mark could not be determined.

Event description:
The customer alleges that the balloon was found broken prior to use. Another device was obtained for patient use.